Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The initial inflation was to 6 atm. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad. Procedure was completed with a different deive. No pt injuries or complications were rported. Pt status is listed as "good"